Event description:
A customer reported to baxter corporate product surveillance a clearlink non-dehp solution set in which a crack was observed on the filter. According to the report, the solution set was attached to an unknown hemodialysis machine and was administering ibpn. The nurse observed that air was being pulling into the tubing through a crack at the filter. The machine stopped, and therefore, there was no patient injury, adverse events or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the initial visual inspection no obvious cracks were observed. When an underwater test was performed a leak was observed at the male luer inlet port. This confirmed the customer reported condition. However, the root cause could not be identified. Additional information: this issue has been escalated to CAPA.